Event description:
The customer reported that while the unit was in use on a pt, all led's on the unit began flashing. The unit was power cycled and then it operated normally. The pt was switched to another unit and therapy was continued. No pt injury was reported.